Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) with mild tortuosity and no calcification that was 90% stenosed. Pre-dilatation was performed with an unknown 2.0 x 10 mm semi complaint balloon. A 2.75 x 33 mm xience expedition drug eluting stent (des) was successfully deployed at 16 atmospheres. Fluoroscopy after stenting showed dissection at the proximal end of the stent. A xience prime stent was used to cover the dissection. No additional information was provided.